Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the down arrow keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to be intermittently unresponsive during testing. The keypad was removed and there was contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed moisture in the battery compartment. A leak test was performed and leak was found at a crack in the battery compartment. The threads on the battery cap were stripped and the cap was unable to secure tightly to the pump. The pump was opened and no moisture was observed inside the pump. Also unrelated to the original complaint, investigation revealed the display was dim with discolored text.